Event description:
It was reported that this patient experienced pain at the pump site and nausea. Twenty milliliters of purulent appearing fluid was aspirated related to the pump pocket infection. The patient was administered vancomycin and zosyn. The entire system was explanted which required in-patient or prolonged hospital stay. The device system delivered dilaudid, bupivacaine, baclofen and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no significant anomalies. However there was motor stall recovery in the logs. While some residue seen on gear three's o-ring located on the top bridge of the pump, per lab testing the residues were not enough to cause a motor stall and nothing significant was found on further analysis that may have caused this motor stall. Returned for analysis was a partial catheter that revealed no significant anomalies as well.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: patient outcome was reported as resolved without sequelae as of (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.